Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Manufacturing documents were reviewed and no complaint related issues were found.

Event description:
The drill guide is skewed. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records has been requested. The additional evaluation revealed that the complained drill sleeve is damaged we suppose that the damage of the tip was caused due to overloading situation during use. Please note contact with other metallic parts causes such deforming and has to be avoided in order to prevent such damages. Further investigation showed conformity of the article in question to the company specification, and no apparent fault of material or manufacturing was detected. No product fault could be detected. Nevertheless we are pleased to replace the drill sleeve with a credit note. It is concluded that this complaint is invalid.